Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unknown date, the pt was hospitalized for peritonitis. At the time of this report, the pt remained hospitalized for the event. However, the treatment was unknown. It was unknown if a pd effluent analysis and culture were performed. The pt acquired the peritonitis from touch contamination and poor aseptic technique (further detail not provided). At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.